Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient's representative regarding an implantable neurostimulator (ins). Caller said pt has a very complicated case, after slowly making some improvement to their symptoms they have been declining, about a month ago. Patient (pt) is not doing well, dbs is turning out to be the biggest regret, the worst decision they have ever made their only hope was the 4th adjustment. Caller said they had to increase self pay caregiving to 10 hours a day and have been waiting for the appointment, they may have to put the patient on palliative care. Caller was escalated, difficult to interrupt and some of their words were not clearly understood. Caller said after surgery pts surgery took place in (B)(6) and was in a coma for half of their recovery they spent 31 days in a rehab in (B)(6). Caller said "5 percent of the people don't do well with the lead wires". Did not ask for clarification. Caller said they finally got him up where he was doing good, the patient even was able to be the grand marshall for a parade that took place at the end of october but has been declining starting about a month ago.